Event description:
A surgeon reported a patient who presented with rainbow glare, following lasik surgery. Additional information has been requested.

Event description:
In a follow up, the surgeon reported that the event continues and the patient also reported hazy vision.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed and no abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).